Event description:
Report received of a pump infusing the secondary line faster than what it was programmed to infuse. The pump was returned from clinical service with an unsigned note that stated, "secondary runs faster that what it is set for". There was no tracking info (patient, nurse, location) available. There was no reported adverse pt event associated with this pump. Though requested, there was no further info available.